Event description:
Additional information indicated that it was not possible to adjust stimulation. Display showing "call your doctor" icon was noted. Out of regulation (oor) condition was present. It was stated that patient's left lead was "out of range" and that "he was programmed with those electrodes." Oor message appeared during positional changes.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4). Final analysis of the programmer revealed there was no significant anomaly.

Event description:
It was reported there was a '004' error code. It was noted the patient stated they were told this meant 'out of parameter within the stimulator itself and to call and get a new one.' It was noted there is no '004' code and the patient said they had been seeing the code for 48 hours with the inability to adjust stimulation. It was noted the batteries had been replaced many times and it had not cleared. A little over one week later it was reported the patient had a replacement programmer and they were unable to adjust stimulation. It was reported there was a 'call your doctor' icon. An out of regulation (oor) condition was reported. One day later it was reported they were not able to adjust stimulation and the display showed 'call your doctor' icon. It was noted again there was an oor condition. Approximately a couple weeks later it was reported there was a loss of therapy. It was noted the patient was still unable to adjust stimulation, the 'call your doctor' icon was still present and the oor condition was noted. It was noted the patient had groups a through g and did not know which ones were producing the oor. Impedances were run and electrode impedances for 0,1,4,5 and 6 were open. Electrodes 2, 3, and 7 seemed available for therapy. All right lead contacts 8-15 were 'good.' Follow up reported the patient was doing well. Electrode and group impedances were performed. It was determined that 3 out of 8 electrodes on their left lead were functional. All the electrodes on the right lead were in normal range. The patient was reprogrammed to utilize the functional electrodes and the patient was receiving adequate coverage. It was noted if coverage changes the next step to consider would be a new lead for the left side.